Event description:
During a procedure to implant an amplatzer amulet (acp2), the amplatzer torqvue 45x45 delivery sheath was flushed after transseptal insertion into the left atrium. Before contrast could be injected into the left atrial appendage, the dilator was partially pulled back and air was introduced into the sheath and inadvertently into the patient. The patient required resuscitation and was stabilized, however, the acp2 was not implanted. Approximately 8-10 hours later, the patient rapidly decompensated and expired due to an air embolism. The physician did not relate the event to the acp2 or the delivery sheath. No autopsy was performed.

Event description:
During a procedure to implant an amplatzer amulet (acp2), an amplatzer torqvue 45x45 delivery sheath was manipulated and air was introduced into the sheath and inadvertently into the patient. The acp2 was not implanted. The patient expired 24 hours later due to an air embolism. The physician did not relate the event to the acp2 or the delivery sheath.

Manufacturer narrative:
The results of this investigation are inconclusive because the amplatzer torqvue 45x45 delivery sheath was not returned for evaluation. A review of the device history record could not be completed because the batch/lot # was not provided. There was no evidence to suggest there was an intrinsic defect in the delivery sheath, and the cause of the reported event remains unknown.